Event description:
It was reported that the customer was experiencing unexplained high blood glucose of 16.8 mmol/l. Troubleshooting was performed. The time, date, and programming were correct. The infusion set tubing was checked and noted a while mark where the tubing and the p-cap connects. Ran a fixed prime and the insulin did exit. Performed a high pressure test and the test failed twice. Advised that the customer should treat with a back up plan. It was stated that the customer removed the infusion set and the cannula was not bent. Instructed that the customer should change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.